Event description:
A report was received that the patient's lead was exhibiting high impedances resulting in a loss of stimulation. It was suspected that the patient's lead may be fractured. There were no exposed cables noted on the lead. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2317-70 serial/lot: 3098619 description: infinion tm cx 70 cm lead sc-2317-70 sn(B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-2317-70 sn(B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture locations. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient's lead was exhibiting high impedances resulting in a loss of stimulation. It was suspected that the patient's lead may be fractured. There were no exposed cables noted on the lead. The patient underwent an explant procedure.